Event description:
The distributor contacted animas on (B)(6) 2012, alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation of unresponsive keypad buttons unresolved with troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive and required multiple button presses before eliciting a response; the down arrow, ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under the up arrow button contact.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.